Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp cannula pierced thru the shield. This was discovered during use. The following information was provided by the initial reporter: the cannula pierced thru the shield. A nurse got needle stick injury.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the cannula pierced through the shield and the nurse got a needle stick. The returned syringe was examined and did not exhibit the cannula through the shield. However, the shield was examined under the microscope and a hole in the shield created by the cannula was observed. This indicates that the cannula was through the shield, exposing the cannula, which could lead to a needle stick. Unable to perform DHR check for cannula through shield and needle stick (clean) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. On 11th nov 2019, holdrege received photo of a 0.5ml 30 ga * 8mm insulin syringe with cannula through shield. After visual inspection of the photo sample, we would confirm that it is cannula through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: reviewed the logbooks and l2l for machine adjustment on the process. Did not find any adjustments. Root cause: root cause cannot be determined for this complaint due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp cannula pierced thru the shield. This was discovered during use. The following information was provided by the initial reporter: the cannula pierced thru the shield. A nurse got needle stick injury.